Manufacturer narrative:
The following information was not provided by the customer: a2: patient age and date of birth; a3: patient sex; a4: patient weight; a5: patient ethnicity; a6: patient race. B2: this harm was not considered to be an adverse event since the incident did not result in death or serious injury and does not have the likelihood to result in death or serious injury to the patient. This is being reported out of an abundance of caution and as per guidance by an FDA inspector who advised that the FDA might be interested in the data for trending purposes. D4: the field for "lot number" did not have enough room for all components so the data for the straps has been added here: s100922. D4: the device comprises of 4 sets of components. The expiry dates are as follows: disks: 2024-01-25; buttons: 2025-10-13; bite pads: 2025-12-10; straps:2025-10-09. H4: the date that the custom fit device was made is unknown. No information was provided by the dental laboratory.

Event description:
It was reported that patient had an allergic reaction about 3-4 weeks after wearing the device. Patient experienced burning, swollen red lips and tongue along with burning feeling when eating or drinking. Reaction stopped 5 days after stopping device wear. Patient hasn't taken an allergy test.